Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they were not getting relief/bladder control at night and wanted to know if they shouldadjust their setting patient reported they called their healthcare provider prior and was told to call manufacturer. Patient reported they knew how to adjust their setting. Patient reported they got weak and foggy if they increased exhaustion of tried to run fast. No further complications were reported or anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were ¿not getting much of a result¿ from the device and frequency that started 4-5 days ago ((B)(6) 2018). The issue was reported as a gradual onset. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's reason for calling was that they got zero effect out of their device the night prior. Patient stated they were calling for help making an adjustment to get the therapy working again. Patient reported they had changed the program in the past when they felt like there was nothing happening/they weren't getting therapeutic effect. Patient reported prior to calling they had tried changing their settings, but that hadn't helped. Patient reported the night prior they were on program 3 at 5.1 all night. Patient reported they changed to program 2 at 4.3. Patient reported 5 minutes prior they felt light stimulation in the right scrotum after increasing to 4.3, but they didn¿t' feel stimulation at the time. The patient was able to sync with their programmer and it showed stimulation was on. Patient increased the stimulation to 5.3 and reported they were feeling stimulation. Later in the call, they reported they were feeling pain in their right scrotum area, patient decreased stimulation down to 4.7 where they didn't have pain. Patient mentioned that a few weeks prior their right ankle started aching, they had ankle pain that they had attributed to the stimulator. Patient reported they were no longer feeling the ankle ache, it had gone away. Patient reported they had changed their settings a lot so far and they were going to leave the therapy on the same program and give it some time to work before changing any settings. The patient was redirected to their healthcare provider for direction on how long to stay at a setting before increasing stimulation if symptom control didn't improve. Patient reported they had an appointment scheduled with their healthcare provider in a week or two and again on september 5. Patient reported that last night they had no effect, the patient reported a loss of symptom control and reported it as a sudden loss of therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said "nothing is working. I had a appointment with the doctor this morning, hoping a manufacture representative (rep) was there to help me, but there wasn't one. The doctor said there was nothing else he could do for me and I should get a second opinion." The patient also mentioned the healthcare provider (hcp) didn't want to page a rep. Caller said the device is not helping their symptoms and "every now and then once or twice a month I get a very good night, but other nights I have to get up to use the bathroom up to 6 times a night." During the call, the call center walked the patient through on how to change programs and adjust stimulation; the patient now confirmed feeling stimulation. The call center also instructed the patient to track symptoms and adjust if they don't improve. The patient also mentioned their buttons are sticky. The patient was also redirected to their hcp if their symptoms don't improve and for a possible reprogramming. Caller also said they've never got the results they were looking for. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer. It was reported that the patient was able to communicate and adjust stimulation to p4-7.0v. Patient repeated information that he feels stimulation in the scrotum. Patient called back repeating information regarding him getting up "7 times" a night and the therapy still was not working for him and the pain in his knee/leg when stimulation was up too high. The patient was not really feeling stimulation. Caller stated maybe he has been exercising /stretching alot and maybe that has something to do with the loss of therapy. Caller stated the hcp has not done any reprogramming or diagnostic images to help with the issue. The earliest appointment the patient could get is march 4th. The patient is asking if a rep could assist him/reprogram his device sooner than march 4th. The patient made repeated call of reported of return of symptoms. The rep will try to be at the patient's appointment date and will try to re-program the device.

Event description:
Follow up information received from the patient on feb. 26, 2019 reported that they did not know the cause of the ¿sticky buttons¿ on the programmer. They mentioned that the issue ¿seems to be temperamental¿. Additional information received from the patient on mar. 11, 2019 reported that the patient had not found ¿something that works for him¿ and mentioned that they were not seeing >50% symptom control from the therapy as they were still getting up 5-6 times at night. The patient stated that they first noticed the issue ¿once a month, he has a day where he gets 3-4 hours of sleep, but that result is infrequent". They further mentioned that, 3 days ago, they got 3 hours straight of sleep that they attributed to the device but felt like they are programmed to get up every hour on the hour on other nights. The patient reported that they were sitting at their computer, they experienced pain in their scrotum. They confirmed that the this issue was first noticed today and that they know it was because the stimulation was too high. It was stated that they had knee complications from arthritis (which was unrelated to the implanted device) and they started to ¿ache¿ the higher the ¿number¿ got. This was first noticed on mar. 9, 2019 because the stimulation was at 6.0 volts which was uncomfortable. On mar. 10, 2019 they decreased the stimulation. It was further reported that the patient did not feel the stimulation which had started on ¿march 2nd¿ as they had decreased the stimulation from a ¿february setting of 5.7¿. The patient stated that when they decreased the stimulation to 5.0 volts, they felt a slight stimulation. As actions taken prior to the report, the patient had tried decreasing the stimulation down from 6.0 volts to 5.5 volts which was still uncomfortable for them. They had also tried each program and had gone as high as they could to on each, but still did not see symptom control. Using the programmer during the call, the patient was on program 1 at 5.5 volts and the stimulation was on. They were assisted with decreasing the stimulation further to 4.8 volts which was comfortable for them. Therapy expectation/considerations were reviewed with the patient. They stated that a doctor they got a second opinion from wanted to write a prescription for medication to help with their symptoms. It was reviewed that the patient could consider following up with their healthcare professional (hcp) to get 4 new programs set for the ins for them to try before getting the medication. The patient indicated that they would do that and was redirected to follow up with their hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that after they moved to program 3 at 4.4 it worked for a few days, and then ¿it went back pretty radically where they were going every hour or so;¿ on the night of (B)(6) 2019 the intervals of urination were an hour and a half apart. It was stated that they now wanted to try program 4, so they were assisted with activating that program at 6.0v. They felt a little pain in their right cheek, so they lowered stimulation to 5.8 and stopped feeling it, then increased to 6.1v and said it was comfortable, but later said the pain came back a little, so they dropped it to 6.0v and would try that setting. Then on (B)(6) 2019 the patient reported that they were on program 4 at 5.8v and were not getting any results. They had called their healthcare provider but the earliest appointment they could get was on (B)(6) 2019, so they asked if they could meet with a manufacturer representative before that. A rep was contacted, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the device seemed to be passing on some pain when in bed at night. Patient clarified by stating when they program the ins, you run the ins up until pulsation or pins and needles were felt in some part of the body. Patient stated one of the first things they felt was in their ankle, it was a little pain. Patient stated they back off and it didn't seem to be working, so they ran it up until they got a very positive feeling, stating they felt stimulation in their scrotum in one case and in the left knee in another case. Patient stated for the past 2 nights both of their legs had started aching and their left knee had started aching and they were wondering if it was because the stimulation was too high. Patient mentioned the pain was annoying and was only at night, stating it went away when they were up an moving. Patient stated they called their healthcare provider, but the clinician who worked with their device had left, so no one at the office is familiar with the device. Patient also mentioned they met with clinician at their healthcare provider's office 10 days prior who ran it up sort of rapidly, stating the stimulation was too high and inflicted noticeable pain in their scrotum, so they immediately back stimulation down to a comfortable level. Patient reported that after adjusting stimulation, the clinician told the patient not to adjust the settings. Patient initially reported the stimulation was on program 4 at 7.0 as of august 26th and they decreased stimulation to 6.0 on august 30th. However when patient synced on the call, it showed stimulation was on program 3 at 3.9v. Patient was assisted to decrease stimulation to 3.6v and chose to leave the setting there. Patient also mentioned their pre-existing arthritis may be activating. Patient stated they would leave the stimulation at the current setting for a week and call if further assistance was needed. No further complications were reported or anticipated.

Event description:
Additional information received from the patient who said they are getting zero results from stimulation. When asked if they were noticing a return in symptoms, they said they got up every hour on the hour the night prior to urinate; they got up seven times. Patient noted it was worse than before getting the ins. When asked a date for when they noticed this issue, the patient said they had "one good day" about five days ago. They elaborated and said they only got up twice to urinate, but their trips per night started "ascending to 5, 6, then 7" times. The patient said it was almost like the ins was programming them to get up every hour. During the call, the patient had access to their patient programmer (pp) which showed stimulation was on; they were at 4.0v on program they added that they have been on these settings for two weeks. They have the ability to change programs and/or adjust stimulation so it was adjusted to 5.1v where it was comfortable. Patient reports previously they felt stimulation in their scrotum that shifted to their left leg and left knee when they went to bed. They further noted they felt a little bit of pain when stimulation was there and conf irmed this issue happened a month ago which conflicts with what was previously reported; stimulation expectations/therapy was reviewed with the patient. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response. Patient will monitor their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that program 2 at 5.3v was not working for the patient either. It was stated that they tried increasing to 6.0v and that had not helped. Troubleshooting included switching from program 2 at 6.0v to program 3 at 4.4v where they felt comfortable stimulation in their right testicle area. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that they had been on program 3 for the past 3 weeks. It was reported that they are on program 3 at 5.7, but they were at 4.9 overnight on program 3, but they did not get very good results; they were still getting up 6-7 times during the night. It was noted that the patient was going to change program 1; they were feeling stim comfortably at 6.1. It was recommended that they follow up with their healthcare provider regarding their therapy. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were still not getting relief with their therapy. It was stated that they had already tried program 3 and program 1. It was offered that they could try program 2, and the patient accepted. They were assisted with switching to program 2 and stimulation was increased to 5.3 v where they felt slight stimulation close to their right testicle area. It was recommended that they continue to monitor their symptoms and follow up with their healthcare provider if it does not help. It was also reviewed that a manufacturer representative could be paged by the healthcare provider for reprogramming. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulation was on, at 5.8v on program 4, but they still were not getting results. It was noted that it had been set there for the last 2-3 weeks, but it is like the ins is not there; they are getting up every hour to hour and 15 minutes. Troubleshooting included increasing stimulation to 7.0v, and they were feeling stimulation. No further patient complications are anticipated or expected as a result of this event.